Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm 6 occurred with multiple cartridges during basal delivery and during the load process. The customers blood glucose level was not impacted. The customer was able to load a cartridge successfully.